Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0buyn, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 8840, product type: programmer, physician. (B)(4)

Event description:
It was reported there was a message of "data not available" for group information when they had first interrogated the implantable neurostimulator (ins). When they clicked on device usage, the programmer read "no data available" instead of the calendar boxes with bars that usually would show up. Then when they clicked on group usage, the top of the display monitor showed "since (B)(6) 2014" which was the patient's last appointment date and it showed a blank box. High impedances were shown: 1<(>&<)>2 5005 ohms, 1<(>&<)>3 4492 ohms.